Event description:
During a follow up, sudden premature battery depletion was suspected on the device. The patient was hospitalized, and the device was explanted and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
Reported event of premature battery depletion was not confirmed. The device battery voltage was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was within normal range of operation. Further analysis performed found no anomaly contributing to any anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.